Event description:
It was reported that while using bd insulin syringes with bd ultra-fine¿ needle the cannula length was insufficient. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that 2.5 poly bags had defective needles and the syringe had such a tiny needle you could hardly see it.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-09. H6: investigation summary: customer returned (25) loose 1/2cc, 8mm, 31g syringes. Customer states that the needle will not penetrate the skin. All returned syringes were tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). All observations fall within specifications. All returned syringes were tested using the length gauge and all cannula lengths fell within specifications for 8mm cannula length. As per cat # 328466 reported by the customer, the cannula length should be 12.7mm. However, this issue cannot be confirmed as no packaging was returned with the loose samples and it difficult to determine which cat/lot the returned samples originated from. A review of the device history record was completed for batch# 9336963. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint h3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd insulin syringes with bd ultra-fine¿ needle the cannula length was insufficient. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that 2.5 poly bags had defective needles and the syringe had such a tiny needle you could hardly see it.